Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 50 mg/dl. The customer stated that prior to the alarm occurring, he had the insulin pump in his pocket and a button may have been pressed for longer than 3 minutes. He also noted that he had gone fishing and the device may have been exposed to moisture. He was unable to clear the alarm. The customer stated that he treated by eating and that he felt okay; the blood glucose reading rose to 98 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.